Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive to clear their low reservoir alarm. The customer also stated changing the battery did not resolve the alarm. Customer's blood glucose was 180 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No low reservoir alarm noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.